Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed that the wand port does function but has a third party repair, the warranty seal is broken, and the screws on the lid are rusted and are over tightened. A functional evaluation revealed no issues. The unit could not be opened due to the over tightened screws on the lid. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the controller was not recognizing the hand pieces. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.